Event description:
Patient had surgery for vaginal sling on (B)(6) 2005. Two years later, everything started to "fall out." Patient will have repair surgery (B)(6) 2012 for reoccurring prolapse bladder, intestines and cervix. Patient states she has been having back and leg pain for the last 8 months.